Event description:
User experienced low sodium results for several patients during one morning. Discrepant results for two patients were provided. Both patients had initial results of 129 mmol/l and repeat results of 136 mmol/l. The low sodium results were not reported. The user resolved the issue prior to the field service representative's arrival, by lowering the humidity in the laboratory and replacing the internal standard reagent. User states the sodium results came back up to their acceptable range and compared to their other system. Performance tests were performed.